Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported cable failure. The smart cable passed visual inspection. When connected to known, good, test verathon equipment, a normal image was produced. Manipulating the smart cable did not cause any image issues. The customer's smart cable passed verathon's device functionality testing. The video laryngoscope used with the smart cable during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to already being provided a replacement. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, loose connection between the smart cable and video laryngoscope resulted in losing the picture on the monitor multiple times during the intubation attempt. It was reported that the users adjusted the cable until they got the picture back and were able to safely intubate the patient. No delay in the procedure, use of a backup device, or harm to the patient was reported.